Manufacturer narrative:
Correction: h6 code for activation failure removed as it is unrelated to this product.

Event description:
It was reported that the patient presented for an implant procedure. Once the leadless pacemaker was fixated during the procedure, the physician was not able to activate tether mode through the delivery catheter. Then tried to re-dock the device but was unable to fully do so. The device was retrieved, and a new leadless pacemaker was implanted successfully. The patient condition was stable.

Manufacturer narrative:
The customer complaint of connection problem was not confirmed. Visual inspection showed that the outer helix was within specification. Inner diameter of the tether buttonhole was measured and found to be in specification as well. Electrical testing was normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction for DHR: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.